Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in norway underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019, it was reported that the patient experienced a peg related infection with pus exudate. Swab culture showed a moderate growth of staphylococcus aureus, sensitive to cloxacillins (mic<0.5). The patient was treated with oral antibiotic, dicloxacillin 1,000mg three times a day for ten days. In (B)(6) 2019, the patient experienced another event of infection around the peg with pus exudate. On (B)(6) 2019, the dermatologist removed granulation tissue around the stoma site. Culture growth resulted on (B)(6) 2019 and showed a rich growth of staphylococcus dysgalactica. The patient was treated with clindamycin 150mg four times a day for ten days.